Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a prime. Customer's blood glucose was 119 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer did not press on the cap while connected. The customer reported they dropped their insulin pump prior to inserting their reservoir. It was found a piece of the insulin pump became detached after the insulin pump was dropped. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unit with detached end cap. Unable to perform basic occlusion, occlusion and prime/a33 tests due to detached end cap. No loose drive support cap anomaly noted. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.